Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the display does not work. A quote for onsite service was sent to the customer but later rejected by the customer. The case was then cancelled. No work was performed by philips. The customer rejected the quote for onsite service. The case was then cancelled. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display does not work. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the display does not work. Onsite service is currently pending.